Manufacturer narrative:
A product was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after intraocular lens implantation surgery the lens had developed white turbidity' after 15 years of implantation. Lens was replaced with another unspecified lens during a secondary procedure. Additional information was requested, but no further information is available.